Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available for return, device is still implanted.

Event description:
The patient reports that on (B)(6) 2019, she was implanted with a stryker variax 3d plate 2.3mm 4x2hole as a result of a corrective osteotomy with bone graft implant on the third metacarpal of the right hand. The patient was urged to avoid pressure and carrying so that the screws would not tear out. In the meantime the plate has bent and a corresponding hump has formed in the back of her hand: 20° plate, 30° bone bend underneath. The patient complains of pain. At the moment no further information is available about the hospital where the implantation was performed on (B)(6) 2019.